Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that a low o2 pressure message occurred. The device was not changed out. The user reported that the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.